Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3832 with lot ctfb2f, conformed to the specifications when released to stock on the 21st may 2015. Device not available.

Manufacturer narrative:
It was previously reported that the device would not be made available. Subsequently, the device was returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient's information is unknown. The patient had ventriculoperitoneal shunt per the standard operation procedure on (B)(6) 2017. Product 823832 was used in this operation and the surgery is completed smoothly at that time. However, after operation, there is no significant improvement in the symptoms of patient, and no significant changes in the ventricles after CT checking. Then make pressure adjustment and no change for the valve. Multiple tests determined initially valve failure. The patient had a second surgery on (B)(6) 2017 to change another 823832. The patient's symptoms improved significantly after operation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 150 mmh2o. The valve was visually inspected; biological debris was noted inside the valve as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested, the valve failed. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at 150 mmh2o, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3832, with lot ctfb2f conformed to the specifications when released to stock on the 21st may 2015. The root cause of the programming problem found during the investigation was due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.